Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024 and the patient was reimplanted with a new device during the same surgery. This report is submitted on may 29, 2024.

Manufacturer narrative:
This report is submitted on february 21, 2024.

Event description:
Per the clinic, the patient experienced a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.